Event description:
It was reported that the patient presented for follow up with an alert for capacitor charge time out exhibited by the implantable cardioverter defibrillator (ICD). The patient was subsequently brought into clinic where diagnostic test demonstrated normal charge time. No further interventions were made. There were no patient consequences.